Manufacturer narrative:
Livanova (B)(4) manufactures the heatercooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device was tested intensively without malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through further discussion with the customer, it was learned that the customer disconnected the drive unit while the machine was one which lead to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp stopped and displayed an error message during procedure. There was no report of patient injury.